Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized, not diabetes related. The customer had chest pain and upset stomach and was treated with and insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. Customer received an alarm while changing the infusion set. The blood glucose reading was 94mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.